Manufacturer narrative:
(B)(4). Report source - health professional box checked. There was no reported treatment; therefore, the following statement has been removed from the device investigation: the treatment is likely due to the circumstances of the procedure.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficulties were not tested/confirmed due to the condition of the returned device; however a separation at the proximal seal was identified. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported difficulties; however the treatment appears to be related to the circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. Unique device identifier (UDI): (B)(4).

Event description:
It was reported that the procedure was to treat a lesion located in the mid left anterior descending (lad) artery. After crossing the lesion with a 3.0x28mm device, during attempts to deploy the implant, the implant could not be deployed because the balloon ruptured and the implant did not deploy. Reportedly, there was a clinically significant delay; however, there were no reported adverse patient effects. No additional information was provided.